Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 100% to 5% in one day. In addition, the battery jumped up to 100% quickly after being connected to a power source. Customer reported blood glucose level was 228 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available as backup.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.